Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered more carbohydrates into the bolus menu than intended and requested and delivered a bolus. Reportedly, the customer delivered a bolus for over 100 grams of carbohydrates when 17 grams of carbohydrates had been consumed. Blood glucose level was 115 mg/dl. Reportedly, the customer consumed carbohydrates to ensure blood glucose level remained within range.